Event description:
Additional information received indicated that high capture threshold issue was resolved with the implant of a new lead placement in a different location within the right atrium. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician had difficulty obtaining a satisfactory capture threshold for the right atrium during an implant procedure. The physician also had difficulty placing the atrial lead and extending the helix. The lead was explanted and replaced with a new lead, which was placed at the right atrium. No further information is available at this time.